Event description:
Communication issues between the implant and the external equipment after having an MRI. The device labeling states that exposure to MRI may cause permanent damage to the implant. An advanced bionics representative performed device evaluation. The problem was confirmed. Explant surgery has been recommended.